Event description:
It was a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx six weeks post procedure, the pt returned with vaginal dehiscence of the sling material. A portion of the sling was removed and the wound was reclosed on 9/22/98 without incident. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Our directions for use outline as potential complications: "loss of suture support may product dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials."